Event description:
It was reported that a total abdominal hysterectomy took place approx 2 weeks prior to event date. An infection developed and the sutures were noted to be spitting. The sutures were removed on event date.